Event description:
(B)(4) cranial drill bit - new twist lock hand-drill -- the silver tipped drill (compared to the previous brass/gold-tipped drill) fails to catch the outer & inner tables of the skull well. The unit was in contact with the patient and there was no injury to the patient. Although clinical information was requested additional information was not received.

Manufacturer narrative:
This case is being submitted following a retrospective review. Integra lifesciences engineers were unable to evaluate the product in question as it was not returned for an investigation. The lot number provided does not match product number; however the lot number that does match the product number during that time period is w0903086. The customer complained that it seemed that the product was not functioning as expected. The product was verified and was functioning according to specification. Integra considers this complaint investigation closed. Future incidents of this nature will be documented for recurrence and trending purposes.